Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there was an emergency room visit on (B)(6) 2017 at 5:15 (17.15) pm due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of emergency room visit was 432 mg/dl. Customer's current blood glucose was 216 mg/dl. Customer reported symptoms related to his high blood glucose levels included nausea. Customer reported that the insulin pump underwent troubleshooting during his emergency room visit where it was determined that the pump was not working. Customer reported that the pump had been exposed to moisture. Product is being replaced at the customer's request.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.